Event description:
A care giver (cg) contacted (B)(4) regarding an over-prime that occurred on the home choice (hc) unit at prime. The cg stated that a little water came out of the patient line in prime. The technical service representative explained to the cg that it was ok; the cap was still on the patient line. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint was from a home patient for overprime. The complaint was not confirmed due to a lack of sample and batch review was not performed since lot number information was not available. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.